Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-oct-2019 with the following findings: a review of the pump¿s black box and alarm history showed that cs 064 motor error alarms occurred. During testing, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no cs 064 call service alarms occurring. The pump cover was removed and evidence of moisture corrosion was found on the motor flex connector and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.